Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient called to report that at the time of the device implant, someone had cut a nerve on the left side of the rib cage and it has been very painful and intermittent ever since. The device remains in use. No further patient complications have been reported as a result of this event.